Event description:
Co was informed of this event in 1/05. C-section procedure performed in 2004. Pt was taken to surgery for catheter removal on afternoon of the 4th day, because catheter could not be removed easily earlier that day. Surgeon reported that observation of the catheter within the incisional area demonstrated no evidence of suture retention. The catheter was then cut and removed through the incisional area, at which point it was discovered that there was a kink in the catheter which had prevented its withdrawal.